Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, a perforation of the heart wall occurred. The lead was successfully repositioned during the procedure. No additional adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which indicated that the perforation was identified when performing rv threshold testing, due to non-capture at high outputs. An echocardiogram was then performed which confirmed the perforation. A pericardiocentesis was performed to resolve the perforation and the patient's vital signs remained stable throughout. No additional adverse patient effects were reported.